Event description:
Additional information was received indicating that the high pacing impedance measurements exhibited by this lead were confirmed at the lead revision procedure with a pacing system analyzer (psa) indicating a primary lead issue. Fluoroscopy was unable to identify a lead fracture; however the physician suspected a lead fracture as a result of the lead to body interface, possibly due to clavicular crush. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements (greater than 2000 ohms) and loss of capture (no asystole was observed). A lead revision procedure was performed and this lead was surgically abandoned and the device was electively explanted for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.